Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address a painful hip.

Manufacturer narrative:
Additional narrative the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges right hip pain, popping in the right hip, discomfort and instability when walking. After review of medical records for MDR reportability it was reported that the patient was revised to address multiple dislocation. Revision note states, the trunnion was clean and intact with minimal corrosion on the trunnion. It also showed that the stem was in about 15 degrees of anteversion.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.